Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had error code and had stopped in middle of rewind. Customer¿s blood glucose level was unknown. Customer also that small piece chipped of the reservoir seal, battery cap was chipped, slower to rewind and sometimes had to reposition finger to press button to make sure it going up and down. The device will not be returned for analysis.